Event description:
It was reported that the patient was having some issues with their stimulator and they were not sure if they were common issues that could happen to patients who had the device for years. Even though the patient had shut off the stimulator, it still felt like it was on. It was supposed to be shut off based on what it was, but the patient had it in an area where it would feel like if the lead moved a certain way, the patient would get shocked in a certain area and now that area was in constant pain. This all started happening 3 or 4 days ago when the patient noticed uncomfortable feelings. Last night the patient tried to permanently shut the stimulator off, but they still felt the same way this morning and had a shocking or jolting sensation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10 lot# serial# (B)(4) implanted: (B)(6) 2003, product type: extension product ID: 3093-28, lot# j0343675v, implanted: (B)(6) 2003, product type: lead. Product ID: 3093-28 lot# j0343675v, implanted: (B)(6) 2003, product type: lead.